Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, there was one unexplained pump reboot observed in the black box. The battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection and the reported ¿power complaint¿ was duplicated. A new test battery cap was able to fit and maintain electrical connection. There were no pump reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power printed circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).